Event description:
It was reported that the asymptomatic patient presented for a system replacement procedure. The atrial lead exhibited noise; the lead was explanted and replaced.

Manufacturer narrative:
(B)(4).